Event description:
Package breach. No pt involvement. (B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). The customer reported a package seal breach when they opened the quadrox-I pediatric device. The customer reported that this event did not occur during pt use. The device was returned to the factory for eval. The investigation is in-process and a supplemental/final report will be provided within 15 days. MFR. Report#: 8010762-2012-00004. (B)(4).